Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the paramedics were called due to a coma and a low blood glucose of 14 mg/dl. The customer was treated by the paramedics. The customer also reported that the insulin pump alarmed for no delivery. The blood glucose reading at the time of the alarm was over 300 mg/dl. The customer was assisted in performing a 5 unit fixed prime and reported that insulin did not exit. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and to push insulin slowly through the tubing with the plunger. The customer reported that insulin did exit. The customer was advised to run a manual prime and reported that insulin did exit. The customer was advised that the alarm was caused by a set or reservoir occlusion.